Event description:
It was reported that the patient was taken to the hospital for elevated blood glucose. A family member reported that the nurse checked the patient's pump and stated that "it's fine". Customer support has been unable to reach the reporter for troubleshooting; there is no further information available at this time.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): during investigation, there was no activity outside normal use observed in the black box. The total daily dose insulin delivery correctly reflected the user's programmed basal rates. There was no data in the black box or download histories from the time reported complaint due to continued patient use. The rewind, load and prime steps were completed with no alarms. A 29 hour flow accuracy test was done and the pump passed flow accuracy test and found to be delivering within specifications.

Manufacturer narrative:
The following follow-up information regarding the patient's reported hospitalization was received by customer support on (B)(4) 2011 and medical surveillance on (B)(4) 2011: a family member reported that the patient was hospitalized on (B)(6) 2011 for diabetic ketoacidosis and the flu virus. She stated the patient was discharged from the hospital on (B)(6) 2011 and the pump is "functioning well". The family member confirmed that the patient's nurse checked the pump and determined that settings were correct and the pump was functioning appropriately. The family member attributed the patient's blood glucose (bg) excursion to the flu, and stated that the patient's bgs have returned to target range and there have been no further bg excursions. The family member did not allege that the pump caused or contributed to the reported bg excursion.